Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The customer reported turns on/off was found through a review of the event history log by the presence of two improper shutdown alarm. The device was found to function as designed when connected to ac or dc power supplies. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a turns on/off. There was no patient involvement. No additional information is available.